Event description:
It was reported that during a cryo ablation procedure, the shaft inside the balloon was broken and bent, preventing the continuous flow of nitrous oxide. The shaft continued to bend when force was applied, preventing device compression to the pulmonary vein (pv) and preventing ablations. The balloon catheter was replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image file and the afapro28 balloon catheter with lot number 17667 were returned and analyzed. The returned image showed a used afapro28 balloon catheter, but the lot and serial numbers were not visible. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for seven applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the infla tion, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow values were in range and temperature curve had no oscillation or overshoot. During inflation, the guide wire lumen was observed to be kinked inside of the balloon segment. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.25 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a kink/twist observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.